Event description:
It was reported that the patient¿s right atrial lead exhibited noise. The patient was asymptomatic due to the event. The lead was explanted and replaced. The patient was stable before, during and post procedure.

Manufacturer narrative:
The reported event of noise was confirmed. Final analysis found external insulation abrasion due to friction to the device can was noted breaching the outer insulation and exposing the outer coil at 18.9cm to 19.0cm from the connector pin, consistent with the field report of noise.